Event description:
The event is reported as: alleged issue: post-operative pt. Clean break of the catheter when the pt moved in her bed. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.